Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the battery compartment and the pump failed to power on. The keypad buttons were unable to be tested. The keypad was removed and no contamination was found.

Event description:
On (B)(6) 2012, the patient contacted animas, stating that the ok keypad button had a delayed intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.